Event description:
A technician reported the laser stopped with a secondary energy too high error message while performing a procedure. In a follow up with the technician, he indicated the system message error code was resettable and the procedure was completed the same day as the event. There was no pt impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).